Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device was checked a few days ago and was showing eri message and voltage at 2.59 volts. Now at the time of the replacement there was no evidence of the eri message and the voltage measured 2.92 volts. No further patient complications have been reported as a result of this event.